Event description:
The customer reported that the side-firing fiber forward fired at 1,840 joules during prostate vaporization. The procedure was completed with a second fiber. It was reported that there was no pt injury.

Manufacturer narrative:
The device was returned to the MFR and analyzed. Joules were verified on the fiber card as 1,830 joules. Failure analysis disclosed that the fiber cap was drilled through, although intact and attached. The cap was also found to be burnt and melted and exhibits detritus, char, excessive devitrification and melted glass. The fiber cap condition would likely result in reduced tissue vaporization efficiency. Based on the analysis findings, the drilled through cap condition may also result in forward firing of the side-firing fiber, which has been identified as a potential safety issue. The root cause of the device failure was determined to be heat accumulation due to tissue contact and or technique and anatomical/procedural factors encountered during the procedure, limiting the performance of the fiber. (B)(4).